Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior correction fusion at th10-s2aib levels, for the treatment of kyphosis. During surgery, burr occurred during tightening of the reduction set screw. The burr was removed and the part was cleaned, but it was unknown whether all the debris were removed from the patient or not, i.e., the possibility of fragment remaining inside patient cannot be denied. The product came in contact with the patient. No patient complications were reported.